Event description:
The customer initially reported to olympus that the evis exera iii colonovideoscope had poor and loose angles. The issue was found during preventative maintenance. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the air/water tube had foreign material.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to wear of the angle wire, bending angle in the "up" direction did not meet standard value. In addition to the foreign material in the air/water tube, the evaluation findings were as follows: switch #1 had a cut, due to damage on the charged coupled device unit, the image had white dots, the plastic distal end cover had a crack, the light guide lens had a crack, the adhesive on the bending section cover had wear and the universal cord had buckling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.